Event description:
It was reported that during inventory after a total knee arthroplasty, a total articular surface provisional instrument was found to be fractured. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-03215; 0001822565-2022-03217; 0001822565-2022-03218; 0001822565-2022-03219. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and the anterior section of the post feature has fractured off. All pieces were not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.